Event description:
The customer reported that they had a "speaker malfunction" error message, and that they had low volume. The device was in clinical use at the time the issue was discovered. There was no report of any adverse event or patient harm.